Event description:
A report was received alleging that following insertion of the device on a pt, the device cannula had not been fully inserted under that pt 's skin resulting in inadequate insulin delivery. Pt stated they had placed tape over the site and therefore did not notice the issue. Pt developed dka and high blood glucose levels (671 mg/dl) requiring hospitalization on (B)(6) 2014. Pt was released from hospital on (B)(6) 2014. No further adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated manufacturer will file a follow-up report detailing the results of the eval. Manufacturer's reference: (B)(4).